Event description:
Placement of the main body graft looked good, relative to the location of the aneurysm. Post angiogram of the three-piece endovascular graft noted a proximal type I endoleak. It appeared that the proximal portion of the main body graft may have landed lower than anticipated. The physician deployed a main body extension inside that graft, extending the coverage in the aortic neck, and landing below the renal arteries. Final angiogram viewed a resolve of the endoleak, bilateral renal and internal iliac artery patency.